Event description:
The patient reportedly experienced intermittencies and loss of lock. Programming adjustments were made, however, the surgeon decided to explant the device. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.